Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor during insulin delivery, and troubleshooting identified the user was connecting the cartridge and connector outside of the ilet, risking a bent connector needle and an incorrectly attached infusion set. The user restarted, rewound, removed supplies, performed a dry run without alert, was educated on the proper supply change process with a new connector, observed insulin drops, and successfully resumed delivery. No reported symptoms. Outcomes included restoration of insulin delivery after education and troubleshooting. Investigation included guided device restart, rewind, supply removal, dry run, and user education on correct infusion set and connector deployment. Investigation of this case revealed that an incorrectly attached infusion set and bent connector needle were probable contributors to the stalled motor alert. It was concluded, based on previously established findings for similar reports, that user technique during supply change was the likely cause.